Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer recently upgraded from version 7.3 to version 10.0.34 and was confused with the planned ssd and calculated ssd in the plan approval wizard. After explaining to her the difference and rational of the two ssds, she showed me a case where the planned ssd are different than the calculated ssd. This plan has been copied from another plan where the planned ssds were populated. The problem is when copying a plan with planned ssds (actual ssd in older versions), the planned ssds are supposed to be cleared automatically on the copied plan. This works perfectly if we copy a plan from a planning approved plan. However, if the original plan's status, where the planned ssds are populated in the fields, is changed to unapproved, then the plan is copied, the newly pasted plan's fields planned ssds are not cleared out. They contain the same values as in the original plan. If the gantry angle, for example, is changed the planned ssd is still not cleared.